Event description:
Complaint alleged that the right intermediate siderail would not latch. No injury reported.

Manufacturer narrative:
Technician found that the intermediate siderail latch release handle was broken and would not allow the siderail to lower. Replaced siderail release handle to resolve this issue.